Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the device stopped after firing 1cm. A new cartridge was used to complete the firing. The handle will not be returned. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual evaluation noted that the reload was partially fired. Functional evaluation of the reload noted that the anvil clamping mechanism was deformed. The reload fired without issue. Product analysis suggests the product was used in a surgical procedure. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances when the firing is done over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution -preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.